Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated from the device and the plunger rod was difficult to operate. This occurred on 20 occasions during use. The following information was provided by the initial reporter: material no: 328438, batch no: 9056785. It was reported when she removed the needle shield, needle hub remained in the shield. She also reported when she pull the plunger rod, nothing happened, insulin was not drawn. Verbatim: issue: consumer reported when she removed the needle shield, needle hub remained in the shield. She also reported when she pull the plunger rod, nothing happened, insulin was not drawn. She uses the 3/10ml, 8mm, 31g syringe. Consumer uses new needle each time of her injection, she visually test the needle to see if it is straight. Offered to send the voucher.